Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer stated that the insulin pump was not delivering insulin. Customer stated that the insulin pump did not showed no delivery alert. Customer stated that the cannula was coming out bent most of the time. Customer was hospitalized due to high blood glucose level. The insulin pump will not return for the analysis.